Event description:
It was reported that at the beginning of the treatment with a polyflux 140h, the patient experienced "physical discomfort and the patient's blood pressure was significantly reduced in about 10 minutes". The patient was provided with fluid infusion and dexamethasone was administered intravenously. The dialyzer was replaced. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.